Event description:
After getting breast implants, I started experiencing many symptoms and side effects. Whole body inflammation, joint pain, extreme fatigue, shooting pain in breast, ibs, acid reflux, weight gain 20+, elevated body temp, acne, weak muscles.